Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing of cystectomy /ileal conduit diversion procedure, they connected the cartridge to the ultra handle with no problem. The surgeon clamped the tissue and tried to fire the device; however, the knife did not advance. They checked the proximal end of the cartridge; however, could not find evidence of the firing. The procedure was completed with another device. The status of the patient was reported as no problem.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.